Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment.a review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of vascular injury (tissue injury) is listed in the electronic perclose proglide instructions for use (eifu), as a known adverse event of use of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect of vascular injury (tissue injury) is a known adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the highly calcified right common femoral artery (rcfa) using a proglide after a peripheral intervention with a 7f sheath. Reportedly, after the proglide was deployed, it became entrapped. The device closure location was very close to the edge of a placed stent in the superficial femoral artery. The device was caught on the stent. Multiple maneuvers to release it were unsuccessful. The device was disassembled in an attempt to release it; however, the guide broke. Contralateral access was used to visualize the device. The proximal portion of the device was removed via the rcfa with the distal guide snared and removed through the left common femoral artery. The vessel was damaged. All portions of the device were removed from the anatomy. Manual compression was applied. A covered stent treated the vessel damage and achieved hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.